Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The phaco handpiece was manufactured on march 8, 2017. Based on qa assessment, the product met specifications at the time of release. The manufacturing device history record (DHR) for the phaco handpiece was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, weak aspiration of the phacoemulsification handpiece occurred during ultrasound. The case was completed without patient harm.